Event description:
Underdelivery reported. The pump was in homecare use and was set to infuse a tpn solution of 2340ml over 12 hours. At the expected end of infusion time, the pump display indicated 2340ml had infused; however, only about 1200ml had actually infused. The patient did not experience any adverse effects. No additional information was available.